Event description:
A report was received from another country hospital stating that the mr850 audible alarm was not working. This fault was detected before the unit was put into service (out of box failure).

Manufacturer narrative:
No information to date. Investigation still underway, no results to date. No conclusion can be made at this time.